Event description:
Upon review of a returned homechoice (hc) machine, the product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to the ground bond failing performance specifications. There were no alarms or additional findings. This is an indication that the device failed the ground bond test during rite testing. This indicates a high resistance value between homechoice and ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The pal (product analysis lab) evaluated the device. Ground bond resistance is within specification. No intermittent connections were observed. The heater was functioning properly. An internal inspection of the device revealed no issues. The assignable cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.